Manufacturer narrative:
The reported event of dislodgement and failure to sense was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found blood on the inner coil and overtorqued at the connector pin region, helix retracted and covered with blood/tissue. The full helix extension length was measured within the specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. Upon examination, it was noted that there was failure to sense on the right atrial (ra) lead. Fluoroscopy confirmed ra lead dislodgement. The physician performed revision procedure where ra lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.